Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent an endovascular treatment for descending aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system (ctag-ac). A descending aorta replacement had been performed before this procedure and the aortic aneurysm was located at the proximal anastomotic part of the descending aorta. The ctag-ac was placed in zone 3 and the procedure was successfully completed. In (B)(6) 2021, the patient had hemoptysis. On (B)(6) 2021, a contrast-enhanced computed tomography (CT) was performed. An endoleak and aneurysm enlargement were confirmed. Findings seemed like the aneurysm penetrating the lung. In addition, the proximal part of the ctag-ac was migrated approximately 1 cm toward greater curve. On (B)(6) 2021, an additional ctag-ac was implanted to resolve endoleak. The additional device was placed from zone 2 and left carotid-axillary artery bypass was constructed. The patient tolerated the procedure. The reporting physician commented as follows: only plain CT was performed as follow-up observation. Therefore, it was unknown when the endoleak appeared. The reporting field sales associate commented as follows: no obvious endoleak was found on the angiography performed during the additional procedure. Considering the situation, type ia endoleak was highly possible but there was 2 cm or more of the sealing zone in the proximal aortic neck. On the other hand, the sealing zone of distal part was less than 2 cm; thus, type ib endoleak was also possible. Additional information was provided from the fsa on october 7, 2021. The reason for the additional procedure on (B)(6) 2021 was reported as follows: it was performed because aneurysm rupture or aortobronchial fistula was suspected based on the symptom of hemoptysis and CT findings though the CT on (B)(6) 2021 did not show clear evidence of aneurysm penetration into the lung.

Manufacturer narrative:
H6: code 22 ¿ according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak and component migration.